Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient¿s relative that for the past several days the patient¿s heart rate was lower than the programmed rate of the implantable pulse generator (ipg). No further information was available. The device is still in use. No patient complications have been reported as a result of this event.